Manufacturer narrative:
(B)(4). Batch #m91h9h. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The tissue pad was in good physical condition and properly attached to the clamp arm. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a detached tissue pad. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was activated some of the shear broke away from the device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.